Event description:
It was reported that the ilet user experienced hypoglycemia with nadir of 53 mg/dl. The user consumed a large amount of oral carbohydrates, leading to an elevated blood glucose (bg) of 303 mg/dl. After which the user¿s caregiver administered two units of external subcutaneous insulin without disconnecting the ilet. This reflected an improper procedure with no specific device component implicated. Education was provided on the dangers of insulin stacking and the user disconnected from the ilet. Symptoms included low blood glucose with visual disturbance followed by high blood glucose. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Upon follow up, bg had stabilized to 161 mg/dl and the user was reconnected to the ilet. Investigation of this case revealed no device problem, and a usage problem was identified consistent with overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error. A separate report will be submitted for injecting external insulin without disconnecting from the ilet.